Manufacturer narrative:
(B)(4).

Event description:
The customer reports the doctor having recent issues in encountering difficulty getting a blood return when accessing the vessel. No patient injury. No delay in treatment.

Manufacturer narrative:
(B)(4). The customer returned the spring-wire guide (swg) assembly (swg, handle, and tube) for evaluation. The catheter was not returned for evaluation. The returned swg assembly showed evidence of use and the swg was kinked near the distal end. No other defects or anomalies were found. The swg was kinked approximately 16 mm from the distal tip. The outside diameter of the swg was measured and was found to be within specification. Functional testing showed the swg could slide up and down the swg assembly with minimal resistance. A device history record review was performed and did not reveal any relevant manufacturing issues. The instructions-for-use (IFU) that is packaged with this product describes suggested techniques to maintain patency and prevent kinks during use. It warns not to retract the spring-wire guide against the edge of the needle while in the vessel to minimize the risk of spring-wire guide damage. Other remarks: the reported complaint that the catheter was blocked and the arterial catheterization device is difficult to use could not be confirmed based on the sample provided. The customer returned the swg assembly; however, the catheter was not returned for evaluation. Though the returned swg was kinked, it was able to meet dimensional requirements and functional testing showed the swg could slide up and down the swg assembly with minimal resistance. In addition, a device history record review did not reveal any manufacturing related issues. Based on these circumstances, the probable cause of the catheter blockage and arterial catheterization device usage could not be determined without the catheter being returned.

Event description:
The customer reports the doctor having recent issues in encountering difficulty getting a blood return when accessing the vessel. No patient injury. No delay in treatment.